Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) while on vacation in morocco. The patient's blood glucose levels reached 27 mmol/l (486 mg/dl) with ketone levels that reached 2.3 while wearing the pod between 5 and 24 hours. The pod fell off the infusion site (abdomen). Symptoms reported include hyperglycemia. The patient was treated with an intravenous fluids and rapid insulin. The patient was released after 36 hours. The pod was lost.